Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).

Event description:
It was reported that the rotapro and rotawire became entrapped. A 1.50mm rotapro and rotawire were selected for treatment during a procedure. During withdrawl the rota burr got stuck with the rotawire. The physician was unable to release the rota burr from the rotawire while they were inside the patient, so the rotapro and the rotawire were removed together as one unit from the patient. The procedure was completed with these devices before the issue occurred. There were no patient complications reported due to this event.